Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Additional information as follows was requested at complainant the latest one on february 20, 2017. ¿ lot number of the device ¿ patient information: dob, weight, etc. Trend analysis: no trend identified. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on month day, year. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that during hip arthroplasty the screw driver got stuck in the screw of the trial stem. When removing it with a lot of force, the metal ring of the tip broke off. Review of received data: no medical data such as surgical notes or any other case-relevant documents received devices analysis - visual examination: only the broken off ring from the tip of the screw driver was returned for an investigation. This ring did not show any further conspicuousness. Review of product documentation - the surgical technique for the wagner cone primary was reviewed. The screw driver (ref 109.02.030) is used to tighten the wagner cone screw (ref 01.00569.001) in order to assemble the trial stem (proximal and distal part). This is recommended to be done outside of the body. Root cause analysis: screw driver ref 109.02.030: root cause determination using rmw: - instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance-> not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient -> not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => possible, as screw driver has not been returned. However, it is unlikely as the broken off ring does not show any signs of corrosion. - instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance -> not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Conclusion summary: no exact root cause could be determined, as neither the screw driver nor the wagner cone screw were available for an investigation. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Two pictures were received. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on january 13, 2017. As soon as additional information is received and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the nurse used the screwdriver with self-holding hexagon, l, 3.5 mm, 245 mm to put together the trial stem and the neck. When she should remove the screwdriver it was stuck into the trial. The surgeon help her and finally the screw driver came loose. It was then notices that the small metal ring was loose and it was at the tip of the screw driver. Surgery was delayed for 20 min.